Event description:
Customer complaints - limited data available. Customer complained that their spouse received 3rd degree burned from the device.

Event description:
Customer complaint - limited data available stated husband had 3rd degree burns from device.